Event description:
Boston scientific received information that after three months of implant, this pacemaker displayed a remaining longevity of 2.5 years. A longevity calculation was performed which revealed the remaining longevity was shorter than expected based on the programmed settings. An analysis of the device memory confirmed an excess current draw which was causing the battery to deplete. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.